Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 8480335. Checking the quality databases revealed no annomaly in connpection with the described defect in january, we received 5 sealed samples. Our subcontractor didn't wish to receive them, to investigate the cause, only defective samples are requested. So no update of the subcontractor investigation has been made. A clinical assement was performed and concluded that "to our knowledge / understanding of the reported event, a patient required 4 releen catheter changes (timeframe unknown) due to the balloon bursting into his bladder. We would need more information to fine-tune this investigation: whether the balloons were whole when the catheters were removed, whether there was cystoscopy to remove fragments of the balloons, the duration of catheterization with each catheter, and whether there were any clinical consequences for the patient. Because the incident occurred several times with the same patient, we estimate that clinical consequences -other than change of catheter- have a significant likelihood of occurrence (ex: urethral lesions, urinary tract infection, urinary retention), therefore the incident balloon burst is considered as with clinical consequences of severity 3. More generally, such incident of balloon burst may generate free fragment(s) within the bladder requiring cystoscopy to check the bladder and remove fragment(s) if present, possible re-intervention for change of catheter. Therefore, it represents clinical risks of urethral trauma or urinary tract infection and thus is estimated severity parameter 3".

Event description:
According to the available information, despite using 5-8m of water for injection in the balloon, the patient required 4 changes due to balloon bursting.

Event description:
According to the available information, despite using 5-8m of water for injection in the balloon, the patient required 4 changes due to balloon bursting.